Manufacturer narrative:
Pt did not return suspect product(s) , thus evaluation could not be performed.

Event description:
Pdc received a call on 04/13/2011 to report medical intervention that occurred on (B)(6)2011 around 9pm. Pt called the paramedics after receiving a blood glucose result of 25 mg/dl on her prodigy meter. Pt stated that she was feeling weak. Paramedics arrived 8 minutes later and tested the pt with their meter. The result was not reported. Pt did not receive any treatment and was not transported to the hospital. Prodigy sent replacements along with prepaid envelope for return of suspect products.